Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was crack with moisture in the compartment and found a faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the battery compartment was observed to be cracked; the compartment was observed to have moisture damage inside the compartment. A leak test was performed and the battery compartment was found to be leaking from the compartment crack. The pump was powered on and the display screen was found to be faded and discolored. The pump was opened and additional moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. There is no adverse event associated with this complaint. This complaint is not being reported because the pump emitted appropriate warnings and instructions to the user when the loss of prime issue occurred.